Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept getting bubbles in the reservoir. Customer's blood glucose level was around 240 mg/dl and 300 mg/dl. The air bubbles were also in the tubing. The air bubbles persisted after an infusion set change. The device was not returned.